Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited loss of capture (loc) on the right ventricular (rv) channel. Technical services (ts) reviewed the data and noted the patient was programmed to left ventricular (lv) pacing only prior to this finding and the rv pace was not currently being used. No adverse patient effects were reported. This crt-d remains in service.